Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 160 mg/dl. The customer connected the pump to a power source to charge, but the pump did not turn on. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.